Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. There was no patient harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not reproduce the reported event. He could verify and error code in memory that supported the customer's claim. As a precaution he replaced the al pcb. The unit passed extended self testing.